Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the planning of the surgery, surgeon noticed a wrong distance to target. The trajectory length value was displayed instead of the distance to target value.

Manufacturer narrative:
The workflow of the event was tested at manufacturing site. The event was recreated and a round distance was displayed by the device. When the user use mouse navigation tools on cross section view and view along the trajectory, the distance to target displayed is incorrect. A design defect was created order to identify the root cause of this error.